Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on 12/17/2018. Device evaluation summary: it was reported that a 58-year-old patient who underwent primary breast augmentation with mentor siltex round moderate profile 275cc saline implants in (B)(6) 1995 developed bilateral deflation of the implants. Paresthesia was also noted. Upon receipt by mentor the device contained no fluid. Yellow material was observed within the device and on the shell surface. During visual examination of the device, the mentor product analysis lab observed a rent on the anterior view measuring approximately 0.4 cm. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the yellow material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of a paresthesia may be transient or chronic. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex round moderate profile 275cc saline implant, catalog #3542640, lot #117248. (B)(4).

Event description:
It was reported that a (B)(6) -year-old patient who underwent primary breast augmentation with mentor siltex round moderate profile 275cc saline implants in (B)(6) 1995 developed bilateral deflation of the implants that was observed on (B)(6) 2018, the right side appearing more deflated than the left side. The patient reported experiencing a burning sensation. The patient is scheduled for explantation and replacement on (B)(6) 2018. See 1645337-2018-06961 for contralateral prosthesis report.